Manufacturer narrative:
Pump remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke and neurologic dysfunction are potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The root cause of the reported event cannot be conclusively determined; however, the most likely root cause of the stroke is the patient's complex medical history and other comorbidities. Patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was at home when she experienced dizziness and left hemiplegia. The patient was admitted to the hospital for treatment. Her anticoagulation was reportedly within range and her blood pressure was satisfactory. The patient "has been extremely fit and well with no concerns." CT scan results suggest a small infarct and pump parameters were within normal rangers per log file review performed by the site. The patient was last reported to remain hospitalized.